Event description:
The customer reported that the system displayed message code (109 air/fluid module-85 psi out of tolerance) just before starting the surgery. The pt was already under anesthesia. No pt injury reported. Surgery was re-scheduled for the next day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be when add'l reportable info becomes available.